Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for crp4 on a cobas 6000 c501 module. The initial result was 3.69 mg/l. This result was reported outside of the laboratory. As the patient had a crp4 result of 179.8 mg/l two days before, the sample was repeated. The sample was repeated twice with results of 80.25 mg/l and 79.3 mg/l.

Manufacturer narrative:
The c501 module serial number was (B)(6).

Manufacturer narrative:
The customer did not provide any additional information. Based on the information provided, the cause of the event could not be determined. The investigation did not identify a product problem.